Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck in a cycle boot. A reboot was performed; however, the issue persisted. The field service engineer (fse) found that the pyxis unit was in a reboot loop and attempted to salvage the software, which was not successful. A reimage was then performed on the unit. After reimaging and completing configuration, the customer was instructed to run several inventories on the machine, all of which passed. The pyxis unit was returned to service. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was stuck in a reboot cycle and displayed a black screen with a white circle. The customer rebooted the device, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.